Event description:
It was reported the pt's "implant was checked" and the pt was scheduled for surgery "to replace the percutaneous leads with paddle leads and revise the pocket." No further details were provided on pt symptoms or device failures. Add'l info has been requested.